Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in france. It was reported on (B)(6) 2024 one infusion catheter replaced earlier and does not last 7 days due to the high blood glucose. No further information available.